Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, which was treated with insulin pump and manual injection. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital or contacted healthcare professional. Customer had symptoms of feeling nauseated. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer found no leaks or air bubble. Alarm history showed a past no delivery alarm and a no fill cannula. Customer was advised that insulin pump would need to be replaced.